Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem's pump user guide specifies to use room-temperature insulin during load sequence.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Reportedly, customer was not using room-temperature insulin. Tandem technical support (cts) educated the customer on using room-temperature insulin. Customer continued to use the existing supplies for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.